Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their time lag on insulin pump as well as light button not responding and insulin pump did not come back on. Customer¿s blood glucose level was unknown. The customer stated that the scratches on screen, housing discolored bottom of battery compartment, hairline crack around battery compartment threading, changing batteries more frequently than previous and rejects new batteries. Customer also stated that the grinding during rewind, sometimes shoots out more than a couple drops from cannula when priming and 3-5 unexplained no delivery in last month. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify back light, no excessive no delivery/occlusion alarm, prime/fill anomaly, rewind, time clock, failed battery alarm and un response button due to blank display. Moisture damage keypad traces during visual inspection. Device received with cracked case, cracked battery tube threads, stained end cap sticker and stained address/serial number label..)(4).